Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient developed a rash caused by the lifevest. The irritation was described as "sunburn-like" underneath the rear therapy electrode (te) pads. The patient contacted his nurse who recommended removing the device at night to heal the rash. Follow-up indicated that the rash had healed up and that the patient was wearing the lifevest.